Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter, lancets, lancing device, control solution, usb cable and carry case were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.